Event description:
The user facility reported that during priming of the oxgenator circuit, the perfusionist noticed a fluid leak at the connector between the oxygenator and the heat exchanger. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.